Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected from the patient line. This occurred during drain one of five of peritoneal dialysis therapy. The home patient (hp) stated that upon waking up the patient line was disconnected from transfer set and did not reconnect after. Renal therapy services referred hp to call the peritoneal dialysis registered nurse as soon as possible regarding the exposure to patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.